Event description:
Clinical study; it was reported that 5 days following a coronary artery drug eluting stenting treatment procedure, a myocardial infarction occurred. The index procedure identified and treated one target lesion. The lesion was an 80% stenosed, mildly calcified, mildly tortuous, de novo lesion in the proximal left anterior descending (lad) artery. The lesion was 2.70 mm in diameter and 5mm in length. The physician treated the lesion by direct-stenting a taxus liberte 2.50 x 12mm stent at 14 atms. The lesion was not post dilated; however, the results were 0% residual stenosis with timi-3 flow. The pt was discharged four days later on clopidogrel and aspirin. One day later, the pt experienced a lateral q-wave myocardial infarction (mi). The mi was confirmed by cardiac enzymes. The pt's peak ck was 8656 u/l and peak ck-mb was 660 u/l. The event was resolved by performing a re-intervention of a non-target vessel. The relationship of this event to the taxus liberte stent was indicated as being "unrelated." This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.